Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind slow, grinding loud or noise anomaly noted during testing. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have experienced high blood glucose with blood glucose in the 400 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump was making loud grinding sounds when rewinding and felt the pump was not working as it should. Troubleshooting was not completed as the customer could not be reached. The insulin pump will not be returned for analysis.